Event description:
A motor stall was reported; confirmed in the event logs with no recovery; the patient had an MRI performed (or another medical procedure). There were no reported patient symptoms. Additional information has been requested. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).